Manufacturer narrative:
Product was not returned. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: nexgen stemmed tibial plate, cat#: 00598003701, lot#: 60176751; nexgen all polyethylene patella, cat#: 00597206532, lot#: 60161281; nexgen articular surface, cat#: 00596403212, lot#: 60158272. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-06794, 0002648920-2017-00621.

Event description:
It was reported that the patient was revised to address loosening. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Explant date: the revision occurred on this date but it could not be confirmed that this component was explanted. Patella and femoral components were not received therefore the reported event could not be confirmed for these components. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history determined that no further action is required as no trends were identified. Review of the x-ray by the radiologist indicates that the provided images are poor quality. The left tka appears normally aligned and no periprosthetic lucency can be confirmed. Bone mineralization appears within normal limits. The hardware appears intact. The right knee appears unremarkable. No obvious abnormality observed on the image provided. Surgical notes were not provided. However, it was reputed that surgical technique was applied. Per package insert pkg insert lps_flex knee, loosening is one of the known adverse effects of tka procedures. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.